Event description:
It was reported that the patient had a lead positioning surgery yesterday ((B)(6) 2012) because clinicians feared it may erode through the skin around the skull. This issue has been resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748240 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:, product ID 748240 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:, product ID 64002 lot# n312808 serial# implanted: (B)(6) 2012 explanted:, product ID 37642 lot# serial# (B)(4 ) implanted: explanted:, product ID 3387s-40 lot# v012907 serial# implanted: (B)(6) 2007 explanted. (B)(4).